Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. Timeouts were observed in the data during operation, however delivery was not stopped and no alarms or drive stalls occurred. Fluid path and drive mechanism components were closely inspected and no damages were found that would contribute to high pulse width. The actual cause of the high pulse width could not determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 470 mg/dl. The pod was worn on the patient's leg for between 36 and 48 hours. As treatment, a new pod was applied.